Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that this lead was returned intact. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 28 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib crush. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead was found to be fractured. As result, the lead was surgically explanted. A new rv lead was implanted during the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted due to fracture during a routine follow-up. Subsequently, a new lead was surgically implanted. Additionally, there were no other concerning allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field e1: initial reporter phone and initial reporter fax. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that this lead was returned intact. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 28 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib crush. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture.